Manufacturer narrative:
(B)(4). Results: gi bleed. Conclusions: no conclusion can be drawn. Based on the information provided, no root cause can be determined.

Event description:
One endeavor spring otw stent was implanted to the proximal lad. Twenty four days post index procedure, patient came to the emergency room with mild angina. Catheterization was done but no problems were found. Patient was started on ranexa. Approximately 6 weeks post index procedure, patient was admitted to the hospital with chest pain and gi bleeding. An esophagogastroduodenoscopy (egd) was done which found multiple gastric and duodenal ulcers. Patient was given medication and recovered with treatment. Investigator reports that the event had no relation to the study device/procedure and had a remote relation to the study drug.